Manufacturer narrative:
Section b3: date of event: (B)(6) 2020 (the date article was accepted). Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 - medical device problem code : 3191 - code not available (unspecified/other w/ patient involvement). Citation: lyons lj, md, wu ky, md, baratz kh, md, sit aj, sm, md,. Honeycomb epithelial edema associated with rho kinase inhibition: a case series and review of the literature. Cornea. 41(2), february 2022. Pp. 243-248. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: honeycomb epithelial edema associated with rho kinase inhibition: a case series and review of the literature. A study was done to report on a series of 3 cases of corneal changes related to rock inhibitors netarsudil (and its sister drug ripasudil) and to review the current literature and all english language reported incidents of ¿honeycomb¿ edema associated with rock inhibitors. In patient 12 (63-year-old woman), the patient had a history of baerveldt drainage device implantation in the right eye in 2006 then underwent revision twice for erosion then underwent replacement with an ahmed drainage device (new world medical) in 2018 because of hypotony and erosion. The patient also had recurrent acute anterior uveitis in the right eye since placement of the baerveldt drainage device in 2006. In patient 13 (22-year-old woman), the patient had a history of baerveldt drainage device implantation in both eyes in 2015 and a second baerveldt drainage device was implanted in the left eye in 2019. Slit-lamp examination revealed that the tube shunt was in good position in the anterior chamber (away from the cornea) with diffuse epithelial edema in the right eye. The patient was started on netarsudil on both eyes for the elevated intraocular pressure (iop). A copy of the article is provided with this report. This report pertains to patient #13 for the left eye. Separate reports will be submitted for the right eye of the patient #13 and the patient #12.